Event description:
Hcp reported "loss of coverage and frequent shock sensation". The device was explanted, but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.